Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the vanguard cr tibial bearing trial broke. No impact on patient and less than 5min delay. Opened another trial tray and used that. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h6, h10 visual examination of the returned product identified signs of repeated use. Provisional was confirmed to be fractured on the anterior side. Device was submitted for further analysis. The analysis determined this instrument might be fractured by either overload failure or low cycle fatigue culminating in overload failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The complaint is confirmed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.